Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two opening assessed, as surgical damage no additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side rupture. Healthcare professional, later reported, "hole, non-specific". The device has been explanted.